Manufacturer narrative:
The complaint that the needle would not fully retract was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard device was returned for investigation. The safety mechanism had been activated; however, the needle would not fully retract due to deformation that was observed on the needle hub. The deformed needle hub would not fit into the safety shield. The damage likely occurred during assembly. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The safety mechanism did not activate when the catheter autoguard was fitted, despite the retraction button being pressed several times. Response received on: 1/2/2026. The device was installed on the patient and did not retract when the safety mechanism was activated. Fortunately, the patient did not suffer any damage to his vessel.